Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a magnetic resonance imaging (MRI) scan. The hospital personnel were not aware that the patient had an implanted device, so no programming to MRI protection mode occurred. During the MRI the patient received three inappropriate shocks. The device was interrogated after the scan and a red screen was displayed on the programmer indicating a lc (long charge time) alert. Technical services discussed that the lc alert indicates the device took between 20 and 44 seconds to charge. Data analysis found a charge start followed by a long charge fault with a charge end marker at 26 seconds. There is a top-off charge followed by a shock. There were magnet detections before and after the charge and shock, resulting in no episode being stored. As the device was able to complete the charge and communicate with a programmer later, the device appears to be operating normally. Technical services discussed that the physician could perform a commanded shock and abort within 10 seconds, then submit the programmer log files to analyze how well the device is continuing to charge. No additional adverse patient effects were reported. The device remains implanted and in service and no further data was submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a magnetic resonance imaging (MRI) scan. The hospital personnel were not aware that the patient had an implanted device, so no programming to MRI protection mode occurred. During the MRI the patient received three inappropriate shocks. The device was interrogated after the scan and a red screen was displayed on the programmer indicating a lc (long charge time) alert. Technical services discussed that the lc alert indicates the device took between 20 and 44 seconds to charge. Data analysis found a charge start followed by a long charge fault with a charge end marker at 26 seconds. There is a top-off charge followed by a shock. There were magnet detections before and after the charge and shock, resulting in no episode being stored. As the device was able to complete the charge and communicate with a programmer later, the device appears to be operating normally. Technical services discussed that the physician could perform a commanded shock and abort within 10 seconds, then submit the programmer log files to analyze how well the device is continuing to charge. No additional adverse patient effects were reported. The device remains implanted and in service.